Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, there was contamination in the j502 shorting the led buttons, causing the response buttons to be non-functional. The cause of the inability to activate the monitor is the contaminated j502. The root cause of the contaminated j502 is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.